Event description:
The implantable neurostimulator (ins) was returned for analysis.

Event description:
It was reported there was a power on reset (por) condition. It was noted the implantable neurostimulator (ins) would be expiring on (B)(6) 2012. It was noted they attempted to recharge ins and had difficulty but on the third attempt it was able to charge and display a por message on the ins recharger. Upon interrogation of the ins a por was seen with a circle and "x" icon. They were able to bypass por message once without having to repeat the process. It was noted they applied the ins recharger and had difficulty but was able to communicate on the second attempt. It was noted the reporter did not feel comfortable using the ins. Follow up reported there was no patient involvement. The representative wanted to charge the ins up through the box prior to implanting and that was when they received the por message. There was no code associated with the por. Technical services said this was a known issue with the sensor model ins and that it would be okay to implant the device. Representative did not want to use the device for implant.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the parity power on reset (por) bit was not reset. It was stated the ins was received in an unopened shrink-wrapped box. The ins had experienced a parity por. The parity count was at 2, according to the trace report. This indicated that a recharger and/or programmer had communicated with the ins twice after a parity por had occurred and prior to it being cleared. It was noted that until the por was cleared, the firmware in the ins would assume another parity por occurred and would continually inform the customer that a por had occurred. It was noted this issue would occur whenever a parity por was the last por logged in the ins. It was further stated the ins passed functional testing and recharged normally.

Manufacturer narrative:
(B)(4).